Event description:
During the pt's surgical procedure (left hip hemiarthroplasty with cement), the pt was in the right lateral position (left side up) when cement was placed into the femoral shaft. Pt's bp suddenly dropped from 95/64 (pulse rate 108) to 70/50 (pulse rate 75). Pulse rate was barely palpable. Pt became unresponsive and required ventilatory support. Pt then developed acidosis with anoxia; pt became comatose and was supported on mechanical ventilation. Pt was resuscitated with robimil, epinephrine, calcium chloride, sodium bicarbonate, norepinephrine, dopamine, and CPR. Pt's prognosis, in light of underlying medical conditions, was grim. Pt's bp was stabilized to 110/60 and pt was transferred to ccu at the completion of the procedure.